Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. C1: added serial # and UDI #. D2: added common device name. D4: added serial #, expiration date, UDI #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code 1, conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2008: sout(B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: obesity with comorbidities. Assistant: (B)(6), md. Procedure: laparoscopic revision of gastric bypass with associated partial gastrectomy of remnant stomach. History: ¿this is a gastric bypass with weight regain and resumption of comorbidities in a patient now in an obesity classification again. The patient had a gastric bypass performed approximately 4 years ago by another surgical program. His postoperative course was managed by myself and was complicated by recalcitrant stricture, which resulted in a microperforation and laparoscopy. He has also had a laparoscopic cholecystectomy and he has had a couple of anastomotic ulcers with resultant anemia. The patient has over the last year and a half had no recurrence of ulcers and he has had sudden weight regain of approximately 40 pounds. He went over thorough instructions about the risk and in terms of outcomes of revision gastric bypass.¿ procedure: ¿an incision was created and through which pneumoperitoneum was easily established via veress needle insufflation. A 12-mm trocar was placed with a 0-degree camera scope in position. Two right upper quadrant 12-mm ports and left upper quadrant 5-mm and 12-mm ports were placed under direct visualization. The lateral 5-mm trocar was later changed to a 12-mm trocar as well and a lateral 12-mm trocar on the right upper quadrant was later changed to 15-mm trocar. There were some mild adhesions to the omentum to the upper abdomen in the falciform, which was taken down with sharp and blunt harmonic scalpel dissection. There were some very stringy and minimal adhesions to the left upper quadrant up to the diaphragm. There were some mild adhesions at the undersurface of the liver. Approximately 5 to 10 minutes of adhesiolysis was used to free up the left lobe of the liver, at which point a nathanson retractor was placed through a subxiphoid incision for left liver lobe elevation. There was a dilated pouch clearly visualized anastomosis from a retrocolic and retrogastric limb and there was some omentum adhered to the anterior surface of the gastric pouch and anastomosis. These were not terrible and adhesiolysis was used to dissect this off the pouch off the area. I began some sharp and blunt dissection to try to free up some length of the roux limb beginning at the anastomosis and extending down stream, but we were unable to progress well and passed the adhesions to the lesser curve. It was difficult now to encounter vessels, which we believe to be part of the roux limb mesentery. Because of the poor progress in this direction, the gastrocolic ligament was divided where we could visualize the roux limb proceeding into the lesser sac airspace. There were minimal adhesions here mostly on a thin translucent , so we retracted the stomach superiorly into the right until we had reached the area of the anastomosis and the more tight adhesions. With more avenues to inspect and address this, we were able to free up the roux limb in such a fashion that we had enough free for with the roux limb in a retrocolic position to reestablish the gastrojejunostomy later on the case. We continued to have some dissection troubles along the lesser curve attachment to the anastomotic area. I have a feeling that this was either secondary to the significant ulcer disease in the past or from the microperforation incurred in the first year postoperatively. Because of this, we elected to divide the remnant stomach using endo-gia stapler with echelon. The stomach was divided just proximal to the incisura. Now, we were able to more clearly visualize the entire area of the anastomosis. We divided the small portion of the mesentery of the roux limb at its distal end and then was able to amputate the roux limb with an endo-gia stapler with a white cartridge. We freed up the remainder of the attachments of the proximal stomach remnant dividing the short gastrics with harmonic scalpel dissection. We were then able to fire a stapler with a blue cartridge horizontally approximately 2 cm below the old anastomosis. The balloon calibration tube was positioned into the dilated gastric pouch and two more vertical fires of endo-gia stapler were performed alongside the balloon suction catheter up to the left angle of his area providing approximately 30% to 50% reduction in the size of the gastric pouch at a minimum. The entire specimen was later removed from the abdominal cavity by placing in an large organ bag and dilating the 15-mm trocar site, which was most lateral. The remainder of the roux limb has good perfusion. A gastrojejunostomy was created to the anterior wall of the new gastric pouch using one firing of endo-gia stapler with a blue cartridge followed by running double-layer of 2-0 vicryl closure with a resulting enterotomy. This anastomosis was tested under air insufflation and submerged in saline and revealed no air leak. Vitagel was applied to the anastomosis. The specimen was removed as described above. Two jps were placed in the abdominal cavity through the other right upper quadrant trocar site. Pneumoperitoneum was released after inspecting the abdomen for hemostasis. The 15-mm trocar site had been widely dilated and the fascial layer was closed with interrupted 0 vicryl sutures. The incisions were then all closed with vicryl subcuticular sutures. The patient was stable throughout the case. He tolerated the procedure well.¿ (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology. Upper gi. Clinical information: revision gastric bypass yesterday. Impression: no anastomotic leak. Mild to moderate esophageal dysmotility noted incidentally. (B)(6) 2008 ¿ unknown date: (B)(6) hospital. Inpatient hospital admission. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology. CT abdomen and pelvis without contrast. History: gastric bypass revision 1 week ago. The patient has right lower quadrant pain. The patient has had a roux-en-y surgery and a cholecystectomy. Impression: there is an 8.7 x 3.5 cm air fluid collection within the right upper quadrant adjacent to the duodenum compatible with an abscess. There is a moderate amount of edema within the adjacent fat as well as air and fluid tracking within the right anterior pararenal space and thickening of gerota¿s fascia. Free fluid surrounding the ascending: with mild wall thickening most likely, secondary to inflammatory changes due to the abscess. Pelvis conclusions: small amount of free fluid in the right lower quadrant. Colonic diverticulosis without evidence of diverticulitis. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: intra-abdominal abscess and abdominal sepsis. Postoperative diagnosis: perforated duodenal ulcer, intra-abdominal abscess, and abdominal sepsis. Exploratory laparoscopy. Laparoscopic drainage of intra-abdominal abscess. Conversion to laparotomy. Repair of duodenal ulcer with graham closure. Gastrostomy placement. Anesthesia: general. Estimated blood loss: 200 ml. History: ¿this patient is a 43-year-old male who underwent revision of his gastric bypass last week. The patient had no complications in the hospital and was discharged in 2 days with completely uncomplicated course. The patient noted no complaints and presented yesterday to the clinic for his first postoperative visit. He had minimal complaints other than some nausea and slight abdominal distention. His jps had minimal output of serosanguineous type and removed at that time. In the evening, the patient developed right lower quadrant abdominal pain, which continued to increase through the night. He contacted us this morning and we arranged for laboratory values and CT scan evaluation. His symptoms worsened to the point we admitted him prior to the CT scan evaluation. His white blood cell count showed leukocytosis on the left with significant shift. His heart rate was in the 120s. His creatinine, which had been normal was 2.7 and he had oliguria. The CT scan revealed an 8-cm abscess with fluid and large amount of air in the right upper quadrant behind the proximal aspect of the transverse colon near the hepatic flexure and duodenum. The patient consented for laparoscopy and laparotomy. Note the patient's laparoscopic gastric bypass revision involved only upper abdominal surgery and the area in question was never manipulated during that procedure.¿ procedure: ¿the patient was brought to the operating room. General endotracheal anesthesia was administered by anesthesia service. A central line was placed by the anesthesia service. The patient's abdomen was prepped and draped in a sterile fashion. A 1-cm supraumbilical incision was created through which pneumoperitoneum was easily established via veress needle insufflation. A 12-mm trocar with 0-degree 10-mm scope in position was placed in the abdominal cavity. Two right-sided trocars were placed and a left-sided trocar was placed under direct visualization. There were some adhesions of the omentum to the upper abdomen, which were not entirely significant. The upper abdomen and the area of gastrojejunostomy appeared free of any pathology. On the right side, there was some purulent looking peritoneal fluid and we mobilized and elevated the omentum in the area of the right upper quadrant. We encountered some necrotic omentum and necrotic peritoneum overlying the colonic mesentery. The colon itself appeared normal and was distended with air. As we manipulated this, we entered the abscess cavity, which was in the transverse colonic mesentery and contains largely dark black/dark red thin fluid with a slight purulent quality to it. It was difficult to clearly identify the anatomy and source of this abscess given the laparoscopic approach. At this point, it was decided to convert to a laparotomy. A 20-cm transverse right upper quadrant incision was created directly anterior to the area of pathology. This was continued with electrocautery. The entire abscess cavity could not be visualized. There was a slight greenish tint to it. The colon in the area appears normal. Once again, this was well distended with air. Of note on the cat scan, the patient had opacification of the lumen of the hepatic flexure in proximal transverse colon with contrast and no evidence of leak was noted. Looking over into the very lateral right upper quadrant, there is a yellowish-tinged edema fluid in the retroperitoneum. The entire right colon was mobilized and this proceeded with very little resistance as the tissue was very friable in the retroperitoneum in this area. Appendix was visualized and was normal. The kocherization mobilizes into space where there is dark necrotic-looking tissue. Eventually, we kocherized past the duodenum and in the area of the transition of the first to the second portion of the duodenum anteriorly near the mesentery of the duodenum was a small 3-cm perforation, which I believe was contained in the retroperitoneum and caudad mesenteric root accounting for the abscess. Right upper quadrant extensively examined again looking for any other source of pathology of which we can find none. The duodenotomy was closed with 3 interrupted 2-0 silk sutures. The tissues were very friable here. What remains of the patient's antrum and small amount of proximal stomach was identified. A 2-0 silk pursestring suture was placed. A gastrotomy was made. A stab incision was created through which a 24-french foley was passed through the abdominal wall and into the gastrotomy and then secured with the pursestring. It was tacked to the abdominal wall with two 2-0 silk sutures. We use for decompression and potential access for endoscopy and potential source of enteric feeding. The area of the duodenal repair was again inspected for hemostasis. It was irrigated to remove any loose necrotic tissue. The omentum was tied down over the repair using the tails of previous sutures. Three drains were placed through a previous laparoscopic incision. One of the drains was placed into the first portion of the duodenum, which extended up along side of the gastrostomy. One tube was placed into the kocherized area where the duodenal repair was then extended through. A full-thickness defect of the colonic mesentery into the mesenteric intra-abdominal abscess cavity. A third jp extends lateral into the right until the area was mobilized by the kocherization. All these were secured to the skin with 2-0 silk sutures. The abdominal wall was closed in 2 layers of running loop pds suture. Staples were used to approximate all the laparoscopic incisions and the laparotomy incision. The foley catheter was secured at the skin with a 2-0 silk as well. The patient was slightly tachycardic, but stable throughout the procedure and transferred to the ICU for close monitoring and fluid resuscitation.¿ (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology. CT abdomen with and without contrast. Findings: ¿as compared to the prior study, there is detrimental development of moderate small-bowel distention involving the jejunum and proximal ileum. Distal ileal loops are decompressed, and the colon is decompressed as well. Contrast material within the colon is likely from the patient's prior CT. Findings are compatible with mechanical small-bowel obstruction. The exact point of obstruction is difficult to define. It should be noted that there is a tiny midline supraumbilical abdominal wall hernia. On today's study, this contains a small collection of air and fluid and while no definite extension of bowel loop into the hernia sac is identified, there is pronounced crowding of bowel structures at this level due to small-bowel distention. If there has been no recent intervention at the level of the hernia, which might result in a tiny abscess or seroma, the possibility of this reflecting a small portion of herniated bowel would have to be considered as well has the possible cause for obstruction. There is no pathologic bowel wall thickening or free air.¿ impression: moderate abnormal distension of small bowel loops as discussed, reflecting detrimental change as compared to the prior exam from 12/ 24/ 2008 and compatible with mechanical small-bowel obstruction. Previously noted right upper quadrant abscess is no longer identified. Surgical drain is in place. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology. Multiple flat and erect abdominal x-rays. Impression: small-bowel obstruction. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: complete small-bowel obstruction. Postoperative diagnoses: complete small-bowel obstruction, lower quadrant intra-abdominal abscess, wound infection, and abdominal wall wound dehiscence. Drainage of wound infection, exploratory laparoscopy converted to laparotomy, repair of right upper quadrant abdominal wall dehiscence, drainage of right lower quadrant intra-abdominal abscess and lysis of adhesions. Anesthesia: general. History: following surgery on 12/24/08, ¿the patient required some significant fluid administration secondary to third spacing and dehydration, but progressed well following this operation until the evening of postoperative day #5. We were anticipating discharge on the postoperative day #6; however, the patient developed some low-grade temperatures and leukocytosis. The patient also had developed some mild abdominal distention during the day. The cat scan showed some possibility of a small ventral hernia related to previous incisions and a complete bowel obstruction. The patient's abdominal distention worsened overnight. His white blood cell count also, which increased to 14,000 from normal increased to 17,000. The patient's abdominal plain films worsened as well. The patient was brought to the operating room for laparotomy.¿ procedure: ¿the patient was brought to the operating room. General endotracheal anesthesia was administered without complication. During the prep of the abdomen, there was some slight drainage from the right lower quadrant horizontal incision. This was trivial in nature. The incision was opened and the wound was cultured. The wound appears to be intact on careful palpation. Blunt dilatation was used through a previous supraumbilical incision to establish transabdominal access. Pneumoperitoneum was established and then 12-mm trocar was carefully slipped into this incision. Laparoscope was introduced and one 5-mm trocar was placed through the previous incision in the left upper quadrant. There were some adhesions to the right upper quadrant. These were taken down with careful blunt dissection. During this dissection, it was determined that there had been a slight dehiscence in the right upper quadrant incision. The laparoscope was abandoned. The incision there was opened carefully without difficulty. There was no gross abscess in this area other than the one that had been in the subcutaneous wound. I am unable to adequately run the small bowel to determine the cause of the bowel obstruction. The bowel was easily 5 cm in diameter. Some segments were repaired in mid. Standard midline incision was created with care not to extend the incision into the upper incision. The small bowel was followed proximally through and extended to the area of jejunojejunostomy and some adhesions, which were difficult to visualize. All the bowel that had dilated is distal to this. The small bowel was followed distally. It was difficult to run the entire small bowel. The cecum was identified and very mildly dilated and only 1.5 cm to 2 cm in diameter and somewhat collapsed small bowel was identified and that was run proximally and by following the dilated loop distally and the smaller caliber bowel proximally, I was able to divide a loop, which had been adhesed to the initial abscess cavity from the exploratory laparotomy one week previously, which involved the mesentery of the hepatic flexure and proximal transverse colon. This was easily removed bluntly and it was clear that this was a transition point. Small bowel was run distally to the cecum and up into the area of adhesions of the jejunojejunostomy and now the bowel was competent. During the mobilization of the right lower quadrant small bowel, an abscess cavity was discovered behind the cecum. This area had been mobilized during the portion of the procedure in the previous week. A drain was placed here and brought out through the abdominal wall through a small stab incision. The right upper quadrant incision was reapproximated again using #1 interrupted vicryl sutures. The lower midline was closed in a similar fashion. The skin was loosely approximated and the medial and lateral aspects of the incision once in the middle and then packed with moist gauze in the right upper quadrant. The lower midline incision was closed with staples over the penrose drain, which exited the skin at the lower end of the incision and it was secured with vicryl suture at the skin. The new jp drain was placed in the right lower quadrant and secured with 2-0 silk suture. Three right upper quadrant drains remained in position as well as the patient's feeding gastrotomy tube. The patient had no vital sign changes and made adequate urine during the procedure. The patient brought to the recovery room without incident.¿

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh, total small bowel obstruction, repair of enterotomy, extensive lysis of adhesions, primary repair of ventral hernia recurrence. Additional event specific information was not provided.